Manufacturer narrative:
We were unable to perform displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test and occlusion test due to insulin flow blocked alarm. The device was received with insulin flow blocked alarm due to moisture at force sensor. The insulin pump was received with minor scratched lcd window, scratched case and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed insulin flow blocked alarms. Customer's blood glucose was 89 mg/dl. Customer mentioned the piston would not move during prime. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.